Manufacturer narrative:
E1 : patient city : (B)(6) patient country : united states since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set leakage event on (B)(6) 2024. The leakage was in the quick release. The infusion set was in use for six days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
This MDR is being submitted to update the lot number , expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.